Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc bd safetyglide insulin syringe without any packaging. Severity ranking s1. A complaint history check was performed and this is the 1st related complaint for syringe damaged/cracked on lot # 8094777. A review of the device history record was completed for batch# 8094777. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications that pertained to the complaint. Investigation conclusion: the returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-15 unit markings. Sample was forwarded to manufacturing (holdrege) on 21dec2018 for further review. On 04jan2019, holdrege received one (1) 0.5ml bd safetyglide insulin syringe in an opened blisterpack from batch# 8094777. Sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Root cause description: probable root cause is likely to be a jam on the infeed/prep dial during assembly of the syringe. When this occurs, damage such as that observed within this sample, may occur and go unnoticed and on to the consumer. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe of bd¿ ultra-fine ii short needle insulin syringe was cracked close to the tip before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe of bd¿ ultra-fine ii short needle insulin syringe was cracked close to the tip before use.